Event description:
It was reported that during an in-office visit there was difficulty interrogating this pacemaker. Magnet response was found, but there was concerns of premature battery depletion. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.